Event description:
It was reported that, approximately 20 years after a left tka surgery had been performed, the patient experienced an infection. This adverse event was addressed via revision surgery on (B)(6) 2023 to exchange the lgn cr high flex xlpe sz 5-6 11mm. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that a gii insert revision was performed approximately 20 years post tka due to an unspecified infection. It was noted on the intake form that no details are available, and no sample is to return. As of the date of this medical investigation, no supporting clinical documentation has been provided; therefore, the source of the reported infection cannot be definitively concluded. Patient impact beyond the reported infection and revision cannot be determined. The patient¿s current health status is unknown. No further medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in possible adverse effects that acute post-surgical wound infection, late deep wound sepsis and/or low-grade synovitis could occur. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Additionally, since the device batch number was not provided, a review of the sterilization records could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.